Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and avaulta anterior biosynthetic support system, avaulta posterior biosynthetic support system and mesh were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy due to stress urinary incontinence and pelvic relaxation.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a sacrospinous ligament suspension and urethral coaptite injection on (B)(6) 2010, due to recurrent pop and sui. No additional information was provided.